Event description:
During a follow-up, increased pacing impedance observed on the right ventricular (rv) lead. Additionally, increase capture threshold was observed on the rv lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating diagnostic imaging was performed and no anomalies were observed. The physician suspected micro-dislodgment of the right ventricle lead. The patient was in stable condition and will continue to be monitored.